Event description:
As reported by the user facility: reports underinfusion - pump stopped. No pt injury, no further info about pt's demographics. Incident occurred in operating room, pump stopped running, IV set not saved.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun (B)(4). The pump involved in the reported incident has not yet been received for evaluation. The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.